Event description:
The customer reported the unit froze up during a procedure. No reports of patient injury.

Manufacturer narrative:
Ge service representative performed an onsite investigation. The system interconnect and high voltage cable were replaced. The system was tested and found to be working as intended, and put back into service.